Event description:
A surgeon reported that an intraocular lens tecnis multifocal zmb00u0195 would be explanted and exchanged for a monofocial lens due to the patient experiencing decreased vision. Patient has epithelial basement membrane dystrophy. No complications such as vitrectomy were reported.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection of the returned sample showed that the lens was received damaged and cut in pieces whereby scratches and dust particles were present. The lens condition is consistent with a lens that were explanted from the patient¿s eye. Visual inspection using a microscope at 12x magnification showed that the lens can be identified as a tecnis multifocal acrylic 1-piece intraocular lens because of the type of haptics and the presence of a diffractive ring pattern on the optic. Due to the received condition of the lens, no further testing could be performed. The manufacturing record review was performed. There were no nonconformances with respect to the final product release process. The product was not produced under deviation. There were no process and / or material changes within the production order. There were no nonconformances with respect to the sterilization process. The results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data showed that the lens was within power specification. There were no associated nonconformity materials reports. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.